Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 417 (mg/dl) for 3 days. Customer indicated that pump supplies were changed and manual injections were administered to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they will call tandem technical support if they require further assistance.